Manufacturer narrative:
G2: citation: authors: khanna, o., al saiegh, f., mouchtouris, n., sajja, k., baldassari, m. P., el naamani, k., tjoumakaris, s., gooch, m. R., rosenwasser, r. H., starke, r. M., jabbour, p. M. Coil embolization with subsequent subacute flow diversion before hospital discharge as a treatment paradigm for ruptured aneurysms.. World neurosurgery 2022. Doi:10.1016/j.wneu.2022.08.052 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Khanna o, al saiegh f, mouchtouris n, et al. Coil embolization with subsequent subacute flow diversion before hospital discharge as a treatment paradigm for ruptured aneurysms. World neurosurgery. 2022;167:e583-e589. Doi:10.1016/j.wneu.2022.08.052. Medtronic literature review found a report of patient complications in association with the pipeline device. The purpose of this article was to demonstrate the safety and feasibility of staged treatment of acutely ruptured aneurysms with early coil embolization followed by flow diversion prior to discharge. A retrospective cohort study was performed using a prospectively maintained database of patients who presented with aneurysmal sah b etween june 2016 and may 2020. All patients included in the study initially underwent coil embolization followed by subsequent treatment with ped flow diversion during the same hospitalization. These patients were deemed to have aneurysms that would be acceptable for initial subtotal coiling with the goal of finishing the job with flow diversion treatment before discharge from the hospital. A total of 18 patients were included in the study, of which 13 (72.2%) were female. The mean age of all patients was 59.6 years (range: 37-81). All patients were taken to the interventional neuroradiology suite for diagnostic angiogram, and a goal of aneurysm obliteration via coil embolization only was pursued. In patients where total aneurysm occlusion was not thought to be feasible, coils were deployed to achieve optimal dome protection. These patients were then allowed to recover from their sah, and any necessary procedures to treat sequelae of their bleed (e.g. Shunt placement) were pursued before they underwent a definitive treatment via flow diversion. Stent-assisted coiling was also considered for the definitive treatment, but, ultimately, the aneurysm and parent vessel morphology favored the treatment via flow diversion. The article does not state any technical issues during use of the pipeline. The following intra- or post-procedural outcomes were noted: -there were 2 documented complications that were incurred during the ped procedure as follows: one patient had transient hemiparesis with magnetic resonance imaging showing infarction, and one patient was found to have a radiographic retroperitoneal hematoma that subsequently resolved without any required intervention. -5 patients each were discharged with mrs 0 and mrs 1; 3 patients were discharged with mrs 2; 4 patients were discharged with mrs 3; and 1 patient had poor neurologic function without improvement, and the family decided to withdraw care (mrs 6), albeit this patient did not incur morbidity as a result of endovascular treatment. -one patient had persistent filling in the neck of the aneurysm (rroc grade 2) and subsequently underwent craniotomy for clip ligation of a right middle cerebral artery bifurcation aneurysm.